Event description:
Customer reported receiving erratic readings on their freestyle life blood glucose meter. Customer reported receiving readings of 17 mg/dl, 350 mg/dl and 215mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid feel into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. It should be noted that the freestyle lite meter will give a "lo" message for any reading less than 20 mg/dl.